Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence while using the artificial urinary sphincter (aus). The physician cycled the device and it was determined that the aus was working correctly, therefore an urethral atrophy was suspected. A replacement surgery was performed in which a cuff with a more fitted size was implanted with no further complications.